Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer stated that the insulin was squirting out. The customer confirmed that the insulin pump had not been bumped or dropped. The customer stated that he was unable to see the support cap. Advised customer to use another insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.